Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2010. Upon opening the femoral component, a white residue was observed in the posterior medial condyle groove. Another component was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was that post op a laparoscopic cholecystectomy procedure the same night, the patient's sats dropped and the patient was taken back to surgery for a reoperation. It was determined in the reoperation that a clip fell off. It is unknown which vessel the clip fell off and it is unknown how the vessel was repaired. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.